Manufacturer narrative:
Patient weight and date of event are estimated. The event of lead migration was reported to abbott. The patient experienced ineffective therapy. Both of the patient's leads had migrated confirmed via x-ray. The patient's leads were explanted and replaced with a paddle. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy following implantation of a spinal cord stimulator system. Subsequent radiographic imaging revealed migration of the percutaneous leads. To address the issue, both percutaneous leads were explanted and replaced with a paddle lead.